Event description:
I received a CT scan after thinking I needed my gall bladder taken out. It was confirmed that I did not need an appendectomy but that there were several spots on my lungs and numerous nodules found. This was confirmed by an additional CT scan and on (B)(6) 2022, I was diagnosed with lung cancer. I do not work with toxic fumes or exhaust, I don't smoke, and have not family history of lung cancer. I would willing to communicate additional personal health information pertaining to this if someone would like to contact me directly from FDA. FDA safety report ID (B)(4).